Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned severed in two segments, approximately 7.5 centimeters (cm) from the terminal pin. Resistance testing failed due to an outer coil fracture located near the distal send of the suture sleeve location approximately 23.8 cm from the terminal pin. Suture sleeve marks where it most likely was tied-down on the lead body were located 21.5 to 23.5 cm from the terminal pin. Analysis confirmed the outer coil fracture is consistent with fatigue due to surface imperfection. This in turn caused the reported clinical observations alleged in the field.

Event description:
It was reported that an alert was triggered via the remote monitoring system indicating this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Review of stored episodes found evidence of ra noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Suspecting lead fracture, a revision procedure was performed at which time the out-of-range measurements were confirmed via pacing system analyzer. The lead was removed and a new ra lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that an alert was triggered via the remote monitoring system indicating this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Review of stored episodes found evidence of ra noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Suspecting lead fracture, a revision procedure was performed at which time the out-of-range measurements were confirmed via pacing system analyzer. The lead was removed and a new ra lead implanted. No adverse patient effects were reported.